Event description:
It was reported that there was no alleged product issue. It was noted that action required as a result of this event included explant. It was noted that the device was explanted due to infection. It was noted that it was unknown why type of infection. It was noted that it was unknown if a culture was taken or if antibiotic treatment was necessary. It was noted that the patient fell and was seen by the doctor. It was noted that the doctor communicated that there was a wound infection at the site of the burr hole. It was noted that it was not known which side was infected. It was noted that the location of the issue or symptoms was at the lead location. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# v159776, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40 lot# v159776, implanted: 2009 (B)(6); product type lead product ID 7436, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).